Event description:
It was reported that during an unknown stent deployment, the tip of the guide wire got caught in the stent and when attempting to remove the guide wire, the tip separated. Under intravascular ultrasound (ivus), the tip was confirmed to be trapped behind the stent. There were no attempts made to remove the tip. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: product experience: reportedly, during the pci procedure, tip of the guidewire was trapped between the vessel wall and a stent. During stent deployment while guidewire was being removed, resistance was felt. The tip of the guidewire was visualized by ivus to confirm its location and the wire was trapped intentionally by the stent. With the provided information, it is inferred that the guidewire tip end was trapped between the stent and the vessel under unknown circumstance, where guidewire removal manipulation was applied against the resistance, resulting the breakage of the guidewire due to the force exceeding the product design limit. The circumstance and the process before the guidewire being trapped between the stent and the vessel wall could not be identified because no information provided. It should be noted that the warning section of the information for use (IFU) describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, result in fragments being left inside the vessel. And, separation or breakage of guidewire, as one of possible complications and adverse events.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.the device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting.